Event description:
Patient with pancreatic pseudo cyst underwent laparoscopic cyst gastrostomy. During the procedure, one of the stapler reloads misfired. Per staff, all the staples came out. The stapler did not pinch shut or grab tissue. The staples had to be removed from the patient. No harm to the patient.